Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 0266490. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that prn adapter had foreign matter. The following information was provided by the initial reporter: 2021-05-09 when a single-use heparin cap is used for intravenous infusion when the patient is treated, a foreign matter is found in the single-use heparin intravenous infusion, stopped using it, immediately report to the director of the department and replace other disposable heparin caps. The child continued the infusion and successfully completed the infusion procedure. It has no effect on children. The equipment maintenance department and the manufacturer (enterprise) unit have been notified.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prn adapter had foreign matter. The following information was provided by the initial reporter: on (B)(6) 2021 when a single-use heparin cap is used for intravenous infusion when the patient is treated, a foreign matter is found in the single-use heparin intravenous infusion, stopped using it, immediately report to the director of the department and replace other disposable heparin caps. The child continued the infusion and successfully completed the infusion procedure. It has no effect on children. The equipment maintenance department and the manufacturer (enterprise) unit have been notified.